Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 3 months after the dental implants was installed in intraoral region #8 it was verified its osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed.